Event description:
100 ml cadd pump cartridge sterile packaging had one hair inside the packaging when being opened. Ref # 21-7302-24 from smiths medical asd, in gtin (B)(4). Lot#6108553. Exp 2030-05-09.